Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation occurred in the left main coronary artery (lm). A 3.50x19 graftmaster stent was implanted to seal the perforation, but the perforation was too large. No other treatment was given for the perforation. The patient expired from exsanguination. No additional information was provided.